Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿screwdriver allegedly split from the tip¿) was confirmed. Inspection of the relevant dimensions was not possible due to the extent of damage. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude material faults. As the device had been in use for more than four years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported and it could not be excluded that the device was pre-damaged in former surgeries. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver (sleeve) is laser-marked with the printing ¿do not lever¿. Based on the above observations the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user and has to be classified as misuse. No non-conformity was identified.

Event description:
The representative reported on behalf of the customer, (B)(6), that during use, the shaft of the screwdriver allegedly split from the tip, to approximately one third of the length of the shaft. The customer further reported that all pieces of the screwdriver have been retained. Both the locking device (product code: 1806-0238-2, lot: kmw350901 as reported by the representative) and the screw driver which has allegedly split (product code: 1806-0238\1, lot: kmw351001 as reported by the representative) are available for return.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The representative reported on behalf of the customer, alix close, that during use, the shaft of the screwdriver allegedly split from the tip, to approximately one third of the length of the shaft. The customer further reported that all pieces of the screwdriver have been retained. Both the locking device (product code: 1806-0238-2, lot: kmw350901 as reported by the representative) and the screw driver which has allegedly split (product code: 1806-0238\1, lot: kmw351001 as reported by the representative) are available for return.